Event description:
(B)(6) study. It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2018 patient underwent a watchman left atrial appendage (laa) closure procedure. Complete seal was noted with deployed diameter of 17.8 mm. The following day, patient was discharged on aspirin and apixaban. On (B)(6) 2019, patient sustained an ischemic stroke. On (B)(6) 2019, the patient presented to the emergency department with right sided facial droop that lasted for 30 minutes. Patient underwent a computed tomography scan and a magnetic resonance image of the head without contrast. Imaging confirmed diagnosis of cerebral vascular attack with symptoms of transient ischemic attack (neurological deficit lasting less than 24 hours). The patient was on clopidogrel at the time. The patient was hospitalized on the same day for evaluation. Two days later, the event was considered resolved and the patient was discharged on aspirin and apixaban. On (B)(6) 2019, the patient presented to the emergency department with intermittent right sided facial droop, slurred speech, and unsteady gait. She was hospitalized. A computed tomography scan of the head without contrast revealed chronic involutional changes of the brain, however no acute hemorrhage or acute core infarct. An echocardiogram was also preformed, which did not show evidence of pericardial effusion. Two days later, post neurology consultation, it was assessed intermittent transient either sided facial droop occurred likely based on cardioembolic tia and the mechanism of stroke was possibly thromboembolic. The event was considered to be resolved and patient was discharged home. On (B)(6) 2019, the patient presented again to the emergency department for the evaluation of worsening speech deficit and right facial droop. The patient also complained about difficulty swallowing and supporting weight. The patient was hospitalized for this event. Neurological examination revealed right sided facial droop, right-sided weakness, expressive aphasia, right-sided facial numbness and right-sided lower extremity numbness. A CT of the head showed chronic left middle cerebral artery infarct and no intracranial hemorrhage. On (B)(6) 2019, the event was considered to be resolved with sequelae and on the same day, the patient was discharged home.